Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no battery life issues. The battery voltages in the black box were within normal specifications. The electrical current draws measured within specifications. The pump was opened and no damage was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.